Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with amia cycler were reviewed. No excessive fill volumes were identified in the device logs; however, a review of the therapy data from the patient¿s therapy on the date of reported event showed an excessive drain volume of 4187 ml. This was greater than the programmed maximum peritoneal volume setting (3770 ml). A review of the clinician programming revealed the programmed maximum peritoneal volume may have been set too high for the most recent therapies. Per the amia clinician guide, setting the max peritoneal volume higher than 160% of the night fill volume per cycle may result in accumulation of peritoneal fluid. The log data from the most recent therapy showed the programmed maximum peritoneal volume was set to 188% of the programmed night fill volume. Based on the device log result, the probable cause of the reported event was determined to be the programmed maximum peritoneal volume being set too high (use error). A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced fullness, chest pain and shortness of breath during an unknown process step. The patient was connected to the amia device at the time of the event. The patient reported the fill volume was 3600 ml in the first cycle. The patient stopped therapy when they experienced the symptoms, drained until empty then ended therapy. The patient reported draining relieved the symptoms. The patient reported they did the fill and then ¿part¿ of the dwell and drain. The patient called renal therapy services (rts) while in programming mode. Rts assisted the patient in getting back to home screen/menu. The patient reported ¿the programming was not correct¿, and they spoke with the registered nurse for reprogramming. The device was operational, and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.